Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
The patient reported a pocket fill by the hcp. After the event, the patient showed moderate signs and symptoms of overdose. The drug contained in the patient's pump was morphine (50 mg/ml) and clonidine (200 mcg/ml) delivered at a dose of 12 mg/day. The patient's outcome was not provided. Additional information has been requested from the hcp, but was not available at the time of this report.